Event description:
User facility medwatch report #(B)(4) was received stating: the patient had a left heart catherization with successful deployment of closure device. Post procedure nurse was unable to detect pulses by palpation or doppler. Doctor notified and patient was taken to or to explore right femoral artery. The closure device had grabbed the back wall of the artery and closed the vessel down. No additional information was provided. Additional information was received stating an angioplasty was performed to treat the restriction caused by the suture capturing the back wall of the vessel.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method, failure to follow steps/instructions. Perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.